Manufacturer narrative:
H.6 investigation summary : one photo and one sample were received by our quality team for evaluation. Upon visual inspection, one loose piece of foreign matter that was black in color and irregular in shape was observed on the body of the cannula; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The black foreign matter was sent for fourier transform infrared spectroscopy (ftir) testing to determine the foreign matter type. The ftir results shows that the spectrum matches reasonably with that of silicone. Silicone is used as lubrication on the cannula in the assembly process. Based on the location of the foreign matter, the probable root cause could be at the shield loading station. There is dirt (black foreign matter) and silicone accumulated at the sides of the centering gripper and when the cannula centering gripper guides the cannula to prepare for shield loading, the cannula could have touched the sides of the gripper. This could have caused the dirt (black foreign matter) and silicone to transfer to the cannula.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: foreign material on the needle. There is foreign material(black) on the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: foreign material on the needle. There is foreign material (black) on the needle.